Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. Myosure disposable according to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. Internal complaint reference:(B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2016, the physician "did not have good visualization" and the fluid deficit started to climb. The physician "visualized a perforation laparoscopically and aborted the procedure". No intervention was required and the patient was discharged home.